Manufacturer narrative:
Results: the first penumbra smart coil (smart coil) evaluated had offset coil winds on the proximal end of its embolization coil. Conclusions: evaluation of the returned smart coils revealed offset coil winds on their embolization coils. If the introducer sheath is not aligned properly within the hub prior to insertion resistance may be experienced, and offset coil winds may result. These offset coil winds contributed to inability to advance into the demonstration catheter during functional testing and likely contributed to the resistance experienced by the physician. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure treating a major aortopulmonary collateral artery (mapca) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils out of their introducer sheaths and into the hub of the non-penumbra microcatheter; therefore, the smart coils were removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.